Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no physical damage noted on the device. Event log history was performed, and no issue was found in the event log regarding to accuracy failure. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy (-10.1%). No patient was involved in this event. No adverse effects were reported.